Event description:
According to the information received, transient svt occurred during the cath procedure. The patient was hemodynamically stable and required cardioversion x1 with spontaneous return to normal sinus rhythm after cardioversion. This event is currently being reviewed by aga medical's data safety monitoring board. If any new information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in the incident since the device remains successfully implanted.

Event description:
The patient presented to her primary md's office on (B)(6) 2011 with complaints of palpitations. The patient was initially noted to be in normal sinus rhythm but repeat EKG demonstrated atrial fibrillation. The patient was sent to ormc for admission, medical management/cardioversion and further testing. The patient was discharged home on (B)(6) 2011 in normal sinus rhythm on cardizem. Cardioversion was not performed. The patient again presented to ormc ed with complaints of palpitations, shortness of breath and chest pain. The patient reported the episodes began on (B)(6) 2011 and she notified ems. When ems arrived, palpitations had resolved and the patient did not go to the emergency room. The patient reported palpitations on and off the entire day of (B)(6) 2011 with accompanying shortness of breath and chest pain. These events are currently being reviewed by aga medical's data safety monitoring board. If any new information becomes available, a supplemental report will be filed.